Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of two (2) years, 10 months due to degeneration, severe stenosis, and prosthesis mismatch. The explanted valve was replaced with a 27mm 11500a valve. Per medical records, the patient was admitted and underwent redo avr, mvr, and tv repair. The previous aortic valve was removed, and the annulus was sized to a 27mm valve. The previous mitral annuloplasty ring exhibited moderate stenosis and was removed. The annulus was sized to a 33mm 11400m mitral valve and implanted in replacement. The mitral valve was inspected and found to work well. Attention was turned back to the aortic valve. A 27mm 11500a aortic valve was implanted and secured into place with cor knot. The tv repair was performed with a 32mm 4900 ring. Protamine was administered. The patient tolerated the procedure well and was taken to the cardiac ICU in stable condition post procedure. On pod #1, patient was in rate-controlled a-fib and on milrinone for right heart dysfunction. On pod #2, milrinone was weaned off and low dose beta-blocker was started but was discontinued secondary to bradycardia. Patient was transferred to step down unit and continued to progress well. Patient was discharged on pod #4.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7, g3, g6, h2, h6 (health effect, clinical code, device code(s), type of investigation, investigation findings, investigation conclusions). Report of stenosis and patient prosthesis mismatch were unable to be confirmed in the as received condition. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was moderate to heavy at the inflow aspect and moderate at the outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 2mm at commissure 3 on the outflow aspect. As received, two leaflets had cuts of approximately 4mm x 8mm and 7mm on leaflet 1, 5mm x 5mm on leaflet 2. The cuts had a smooth and straight edge; cut out sections were not returned. Multiple suture fastener and pledgets remained attached to the sewing ring. Sewing ring had multiple cuts around the valve and exposed wireform at commissure 2. Pannus: pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors. Host tissue/pannus: per the instructions for use (IFU), pannus, or host tissue, overgrowth is a known potential adverse event associated with bioprosthetic heart valves and annuloplasty rings. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Ppm: patient prosthesis mismatch (ppm) is present when the effective orifice area of the implanted bioprosthetic valve is too small in relation to body size. Literature indicates ppm's main hemodynamic consequence is to generate higher than expected gradients through a normally functioning bioprosthetic valve. It has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Improperly sized valves with ppm can hasten the development of early degenerative changes and premature prosthetic valve dysfunction with varying degrees of prosthetic valve stenosis and regurgitation. Although ppm is a well-recognized phenomenon of bioprosthetic valves, it is most likely related to patient anatomical changes after long implant durations. When discovered intraoperatively or early post-operatively, ppm is most likely related to procedural factors, including specific patient assessment and valve model and size selection. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including the dilated aortic root/cardiomyopathy and morbid obesity/gastric surgery. Ppm: this event, or its consequences, is a known anticipated risk/potential adverse event included in the instructions for use (IFU). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of two (2) years, 10 months due to moderated pannus, ppm, and severe symptomatic stenosis. The explanted valve was replaced with a 27mm 11500a valve. Per medical records, the patient presents with heart failure nyha IV. Pre-op tee showed no evidence of av degeneration; there appears to be ppm as well in the setting of dilated aortic root. Valve is undersized compared to his aorta. The patient underwent redo avr, mvr, and tvr with 32mm mc3 ring. The previous 23mm aortic valve was removed and replaced with a 27mm 11500a with nonpledgeted sutures and secured with cor knots. The previous 30mm physio ring was removed and replaced with a 33mm 11400m valve. The patient tolerated the procedure well and was taken to the cardiac ICU in stable condition and discharge with coumadin on pod #4. Product evaluation: x-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was moderate to heavy at the inflow aspect and moderate at the outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 2mm at commissure 3 on the outflow aspect.